Event description:
I had lasik eye surgery on the above mentioned date. I continue to experience extremely dry eyes. I wake up several times during the night and have to put eye drops in because my eyes are so dry they cause me to have headaches. Also, my night vision is impaired due to sensitivity to bright lights. I have the most trouble reading street signs that have white writing.